Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after a sporting event, the customer's blood glucose (bg) was 500 mg/dl. During the correction bolus, the customer had only input the units of insulin which resulted in over delivery. Bg lowered to 185 mg/dl. Insulin delivery was stopped and the customer disconnected from the pump. Although follow up attempts were made by tandem technical support to confirm the status of the customer, the contact did not reply.